Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with septic shock and passed away due to multisystem organ failure on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Serial blood chemistries were taken showing elevations in the patient's liver function tests (lfts) and blood urea nitrogen to creatinine ration (bun/cr). The patient also showed decreasing urine output. The onset date of both the renal and liver failure was (B)(6) 2024.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2024 with hypotension and lactic acidosis. Both blood and driveline cultures were positive for methicillin-sensitive staphylococcus aureus (mssa), with the source believed to be the driveline. The patient was given antibiotics, intubated, and put on vasopressors. The patient also experienced renal and liver failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported multi-system organ failure (msof), infection, and patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.